Event description:
Reporter alleged obtaining a discrepant blood glucose results of hi (greater than 600 mg/dl) when compared to a nurse's measurement of 238 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated, she took her normal insulin dosed before the comparison based on a result of hi before going to work where the comparison was performed. No other actions were taken and no treatment was reportedly received. A request was made for the return of the suspect product, however, the test strips used during the alleged incident have been discarded. No product will be returned for evaluation.